Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The reported problem was duplicated during functional testing. Visual examination found the leadscrew and clutch halves worn excessively. Inspection and testing of the device could not determine a root cause for the worn parts. The leadscrew and clutch halves were replaced. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.